Manufacturer narrative:
A DHR review was performed on product code bvt612030, lot# 551477, which was manufactured in september 2012 and the expiration date is august 2014. This lot was 100% visually inspected with no defects detected. There was no visual inspection and functional testing performed because the sample was not received.additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
Access left groin, 6fr sheath contralateral approach, thrombolysis of rt sfa. The distal balloon ruptured upon inflation in distal sfa at edge of a previously deployed stent. The patient was treated with angiojet, tpa and pta.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.